Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose while doing yard work, during which the pump provided low and urgent low soon alerts, the user required assistance, treated with oral glucose tablets, and glucose recovered to 140, with the lowest cgm reading reported as 40 on a g7. Symptoms included hypoglycemia. Outcomes included insufficient information to determine broader health impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.